Manufacturer narrative:
The insulin pump was received with blank flashing white lcd due to cracked on lcd controller. Unable to verify missing segments/ partial display due to blank flashing white lcd. The insulin pump was received with cracked retainer, minor scratched display window and scratched case.

Event description:
The customer reported via phone call that the insulin pump had a blank and solid white display. The customer¿s blood glucose level was unknown at the time of the incident. Display issue was not resolved by troubleshooting. Customer declined to troubleshoot for their blood glucose levels. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis.